Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Investigation results: a visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification revealed that the pattern on the tip face is consistent with minimal degrading. There was no damage noted along the body of the fiber. Visual examination also revealed no damage to the fiber face within the sma connector. A functional examination revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam is weak and round indicating a clean break within the connector. As a result, effective transmission measured 3.3%. The condition of the returned device would cause the fiber to transmit insufficient energy during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an accumaxtm single use holmium laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2017. According to the complainant, during the procedure the laser fiber stopped delivering energy after one minute of use. The console was still displaying energy being transmitted. After several attempts, the fiber was changed, and everything worked correctly. The procedure was completed with another accumax laser fiber. There were no patient complications at the conclusion of this procedure and the patient condition was reported to be good . This event has been deemed a reportable event based on the investigation results; fiber broken within the connector.